Event description:
Avanos onq pump (select-a-flow, on-demand, model cb006) had faulty demand dose button. During discharge demonstration, the button failed to deliver bolus dose despite multiple presses. The reservoir was full and the orange tab indicated that doses were available. This was brought to the attention of our avanos representative and the pump was sent to them for investigation. This is the third of four patient cases of product malfunction in the span of 1 month at our hospital.